Manufacturer narrative:
It was reported that the trufill dcs orbit rdfl complex fill coil ((B)(4)) prematurely detached with the coil partially in the aneurysm and partially in the microcatheter. The coil was removed with a retriever endovascular snare and the procedure was continued. It was indicated that there was no potential adverse event. The returned orbit system delivery system was received in two pieces with the distal end inside of a prowler select plus microcatheter which was cut distal to the hub. No further information regarding the returned condition of the microcatheter. The patient was undergoing treatment of two separate aneurysms. Vessel/aneurysm characteristics are unknown. Neck remodeling was not utilized. The mc had been re-shaped prior to use; the technique is not known. It could not be verified whether an adequate continuous flush was maintained through the mc or whether there was any resistance/friction during use of the device. The coil had been advanced through the mc to the detachment position; however when changing the position, the coil detached without activating the detachment syringe. The coil was removed the procedure was completed with coiling of the second aneurysm. A non-sterile microcatheter was received inside a plastic bag. This device was received in the same plastic bag as the orbit. Microcatheter was broken and it presented dried blood over the entire shaft. An attempt was made to remove the part of trufill dcs orbit that was in the microcatheter, but it was stuck. Microcatheter's proximal shaft was broken and under microscope analysis appears to be cut by a blade. A 0.018" guidewire cordis lab sample was tried to insert into the microcatheter by the distal end; however it got stuck at 24.6cm from cut section; microcatheter was cut at this point and residues of blood were noted. After the blood was removed another attempt was made to remove the trufill dcs orbit, but it was not possible; it remained stuck. Microcatheter was cut again and at this point just 25cm of the support coil could be removed; device was cut again occasion and the rest of the support coil as well as the gripper could be removed; headpieces was still attached to the gripper which indicates that the embolic coil was broken. Several residues of blood were noted inside of the microcatheter during the analysis. DHR review was not able to be performed since the lot number was not provided. The received microcatheter was confirmed to be cut. The cause of the damages appears to be caused by a blade. With review of the analysis and the reported information, there is no indication that it is related to the manufacturing process. Additionally, this complete separation would have been readily evident and was not reported by the user. Based on the presence of dried blood within the microcatheter lumen, the procedural factor of an inadequate flush may have contributed to the reported clinical event. Inspections are in place to prevent damaged devices from leaving the facility. With the lack of information pertaining to the use and handling of the device, no definitive conclusion can be made; however, procedural factors appear to have impacted the reported events and the condition of the returned device. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00177 and 1058196-2011-00178.

Manufacturer narrative:
The catalog and lot number for the actual product used in the patient is unknown and will not be available. An investigation was conducted, but the product information was not available. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00177 and 1058196-2011-00178. Additional information will be submitted within 30 days upon receipt.

Event description:
The report indicated that the orbit rdfl complex fill coil (638cf0515) has been pushed through the microcatheter, when it was in detachment position, the position of the coil should change, but the coil has been detached without pulling the detachment syringe. Additionally, the product was received with distal portion of the trufill detached and included with distal portion of an unknown prowler. Hub of prowler detached and included. Additional information indicated that there was no further information regarding the condition of the returned products. Additionally, the coil deployed partly in the catheter and partly in the aneurysm, and the coil was retrieved with an endovascular snare device. Prior to use, the microcatheter was re-shaped. A balloon or stent remodeling product was not used during the procedure. Medications given during the procedure consisted of a continuous heparin flush. The target site was the internal cerebral artery and the posterior cerebral artery with two innocent aneurysms. Other than the reported event, no other damages were noticed with any other section of the device. The procedure was continued with second aneurysm.